Manufacturer narrative:
(B)(4).

Event description:
Clinical research coordinator contacted dexcom on 03/21/2016 to report that on (B)(6) 2016, the patient was receiving a communication error. No additional patient or event information is available.